Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous mid left anterior descending artery. Following pre-dilatation, a 3.50x32mm promus element drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent strut was lifted. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous mid left anterior descending artery. Following pre-dilatation, a 3.50x32mm promus element drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent strut was lifted. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's condition was stable. Promus element, mr, ous 3.50x32mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found no issues. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.